Event description:
Letter received from pt's family member reporting "if stimulator is on the pump pumps to fast. The morphine should last the pt 4-6 weeks. It only lasts 10-14 days." The letter details that pt "suffers" but does not describe any symptoms consistent with overdose of morphine. Follow up with hcp revealed physician was baffled by the pt's response to the devices. Physician has attempted rotor and catheter studies and had been unable to determine the problem using these methods. Use of saline and tegaderm over the pump to determine if drug has been removed have produced similar results to use of morphine in the pump. It appears that when stimulation system is turned off the residual volume in the pump is accurate. Physician did not document symptoms of overdose of morphine either - just noted volume discrepancies. Monitoring of pt continues. Devices have not been reported as explanted to date.